Event description:
It was reported that the patient received inappropriate therapy due to p wave oversensing. The lead was found to be dislodged and was successfully repositioned. Patient will be monitored.